Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing confirmed that the articulating arm locking mechanism was jammed. The articulating arm was replaced, and the issue resolved. The hardware and software passed the system checkout. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that the articulating arm could not be tightened because the fixation device was jammed. There was no patient present when this issue was identified.

Manufacturer narrative:
The articulating arm for the navigation system was returned to the manufacturer for evaluation. Testing found that the arm would not lock on the instrument end. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.